Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 7080315/7085979.

Event description:
It was reported that the device was exacerbating the patients pain. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.